Event description:
As part of a routine pump replacement surgery, a catheter dye study was done to check catheter patency. The catheter was found to be blocked. The catheter was replaced. There was no pt injury and the pt recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump/catheter was not reported; device registration system indicates morphine.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.